Event description:
The customer reported that during a breast surgery, the surgeon noticed a burn that was located 1cm from the area where the surgeon had made an incision. The burn was described as being 1cm x 2cm in size. The info concerning the degree of the burn and treatment of the burn were not provided by the customer. The generator was evaluated by the site biomedical engineer and tested satisfactorily. The customer does not believe the unit contributed to the pt receiving a burn.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.